Manufacturer narrative:
A ge service representative performed an onsite investigation. The processor pcb power supply was adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would lock up. No patient serious injury or death was reported related to this event.